Manufacturer narrative:
The devices, used in treatment, were not returned for evaluation and the reported event could not be confirmed. The clinical / medical investigation concluded that, four days following implantation, the patient presented cellulitis of the left lower extremity. It was communicated that the issue was resolved two days later following "remedial therapy (drug/transfusion)". Since the issue has been resolved and no further harm is anticipated, no further assessment is warranted at this time. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. A review of complaint history did not reveal additional complaints for the listed batches. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the sterilization records revealed the batches were sterilized within normal parameters. Infection is a potential complication associated with any surgery. Some potential probable causes could include but are not limited to contamination, patient reaction, and a post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the devices or additional information be received, the complaints will be reopened. No further investigation warranted for these complaints; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that the patient presented cellulitis of the left lower extremity. The event was treated via remedial therapy (drug/transfusion).